Event description:
The reported indicated that the physician experienced difficulty inserting the leads and port plugs into the device. The cap screws had to be backed out with various attempts before the leads were successfully inserted.

Manufacturer narrative:
An investigation was performed and it was determined that the connector would be modified to improve lead insertion characteristics.